Event description:
A malfunction was reported on the customer's pump. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection manually. Technical support assisted in resetting the malfunction code on the pump, which was successful, and advised the customer to load a new cartridge and resume insulin use.